Event description:
It was reported that when using the bd pyxis¿ es server patient not updated in server. Patient details not updated for all workstream, adult acute, fast track, resus and short stay. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patients were not updating for all the stations and server was not updating patients. A technical support specialist found station synchronization was showing the latest status, and carefusion coordination engine (cce) messages were up to date on the system. The customer confirmed that all new patients were available, and tss informed that the system had performed self-recovery upon review. The system functioned as intended after the tsc investigated the device.